Event description:
The initial reporter indicated that their handheld computer was not holding a charge and the power indicator would drop down quickly. The product is at the manufacturer pending completion of product analysis.